Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: no abnormalities. The bubbles on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. A functional evaluation found that which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out of the patient, and there were bubbles noted on the silver ion sleeve. It was reported that the catheter fell out after the securement wing sutures had been removed and the removal of the sutures was their regular protocol. A new catheter was inserted to resolve the issue. There was no patient injury.